Manufacturer narrative:
(B)(4): complaint confirmed brief description of complaint: during incoming inspection, service identified high output on cut 6. Evaluation process: incoming inspection: - the pulsar ii generator was received in good cosmetic condition. - the output power for cut 6 is too high. The measured output was 29.16 watts (16-24 watts expected) as verified using the pearson method. - software version v4.3 is present on the device. - the monopolar receptacle is an old model and needs to be replaced (mandatory upgrade-no functional impact). Repair description: - the monopolar receptacle has been replaced. - the pulsar ii has been calibrated according to pulsar ii service process instruction 61-10-5631 rev. I, which resolved the high output on cut 6. Root cause: software, which was out of calibration, caused the generator to deliver high output on cut 6. Post repair, the pulsar ii has been successfully tested according to the pulsar 2 service process instruction 61-10-5631 revision I. System approach: the reported event is inclusive of the generator only and not associated with any devices. The report involves software which was not calibrated regardless of utilization of any associated device, therefore the device is ruled out as a contributing factor to this incident.

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6. There was no patient involvement therefore, patient demographic information is not applicable.